Manufacturer narrative:
The device return is anticipated; however, at the time of this report, the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, while using a glidescope core 15-inch monitor, the device lost power during intubation. The customer reported the issue occurred during an emergency care procedure leading to a 15-minute delay in treatment. The procedure was completed using a direct blade laryngoscope and no patient harm was reported.